Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the tsb35 instrument anvil dislodged. Another instrument was used to complete the case. There was no consequence to the pt.